Manufacturer narrative:
(B)(4). The originally reported lot code for the faulty battery was found to be correct and has been updated to coincide with the lot code of the battery that was received for product evaluation.

Event description:
It was reported to philips that the battery (B)(4)) for the device was no longer charging. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure. The li-ion battery pack was returned to the failure analysis lab for evaluation. An initial battery capacity test resulted in none of the led indicators illuminating, indicating a depleted or faulty battery. A voltage measurement test was completed and it was noted that the measured voltage between pin 1 and pin 4 was 0v. Upon installing the battery into a known working mrx without an external power source, the unit displayed a red x in the rfu indicator and the device would fail to power up. During functional testing, the unit displayed ¿external power interrupted¿ and ¿shutting down now¿ messages accompanied by an error tone. The battery was then inserted in a cadex charger, but the charger was unable to recognize the battery. Troubleshooting of the component identified that the safety fuse, f1, was open. Upon verification of the cause of the failure, the battery was scheduled to be scrapped.

Event description:
It was reported to philips that the battery (dom 18190-0223-p) for the device was no longer charging. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.